Event description:
Shortly after routine hemodialysis treatment started, patient complained of a metallic taste and numbness in face. Patient then began to lose lucidity, passed out and went into seizure. Nurse administered 400cc saline bolus and patient recovered. Oxygen was also administered to patient. Treatment discontinued. Nurse reported that patient also had similar symptoms at beginning of previous treatment 04/2006. Patient symptoms in 04/2006 subsided after approximately 3 minutes without intervention and treatment completed without further incident. Patient had just started dialysis with nxstage system one and had completed four prior treatments without any problems.